Manufacturer narrative:
Batch review performed on 01 february 2021: lot 1810856: (B)(4) items manufactured and released on 04-april-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 7 months after the primary and the cause of the instability is unknown. The surgeon revised the face-changing 10° pe hc liner ø40/g with medacta dual mobility liner and revised the competitor head with a new competitor head. The surgery was completed successfully.